Event description:
During an ablation procedure, there were problems with two of the ablation catheters. One could not detect the mapping catheter. Another catheter had problems with noise on the distal electrodes. The catheters were replaced and the problem was resolved. Both defective catheters were from the same lot. No harm came to the patient.